Event description:
Patient presented to the physician with weeping neck incision. Physician prescribed antibiotics. Patient presented back to the physician with swelling at the neck. Physician prescribed another course of antibiotics. Patient presented with exposed lead after a barber nicked the neck incision while trimming. Physician brought the patient into the or and removed the entire inspire system after culture returned positive for mrsa.